Manufacturer narrative:
Approximately 50 cm of the catheter was returned. The returned portion of the catheter was patent and met the requirements for leak testing. One of the ends of the catheter appears to have a jagged edge. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery, the lumbar catheter ruptured. The catheter was replaced and there was no injury to the patient.

Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the puncture position had been adjusted during the procedure.